Event description:
This report summarizes 0 malfunction events in which the device reportedly overheated.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting period; however, 1 previously reported event in this report is a duplicate of the event reported under MFR report # 3015967359-2023-00360. 0 previously reported events are included in this follow-up record. H3 other text : there are no events to report for this catalog#/failure.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 1 event was reported for this quarter. Product return status. 1 device was received. Additional information. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. 1 event had no patient involvement; no patient impact.